Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator did not open. A field service engineer found that the refrigerator was not on the bus and was unrecoverable. A restart of the station and refrigerator was performed, and the network cables were disconnected and reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator doors were failed to open. Additionally, when attempted to recover the failed storage space, an error message displayed stated device not detected on bus. The customer performed a reboot of both the station and the refrigerator; however, the issue persists and remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.